Event description:
New information received notes that when an asymptomatic patient presented via a merlin at home transmission, post-paced t-wave oversensing was observed again after previous device reprogramming. Additional programming changes were recommended. It was also suggested that the issue may needs to be addressed with medication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed. Programming changes were made and a real-time egm was taken with the new programmed setting. Oversensing was noted. Additional programming changes were made.

Event description:
New information received notes that when the patient presented through merlin.net transmission, post-paced t-wave oversensing was observed again. Recommended programming changes will be discussed with the following physician.